Event description:
As an internal review of the report of patient death while on service, the events on the date of last msa activity (B)(6) 2026) were reviewed by clinical complaints specialist. On this date, the following were identified: the mcot device triggered pause/ asystole (bth strip ID (B)(6); this event was auto processed and not presented to a technician for review. The clinical complaint specialist determined the event to contain a pause/ asystole event meeting criteria for technician review (pause of 9 seconds). Cardiologs (cl) metrics were reviewed, and cl detected only a 2.475 second pause - cardiologs detected significant noise burden despite a visually clean signal. The mcot device triggered pause/ asystole (bth strip ID (B)(6); this event was auto processed and not presented to a technician for review. The clinical complaint specialist determined the event to contain a pause/ asystole event meeting criteria for technician review (pause of 14 seconds). Cardiologs (cl) metrics were reviewed, and cl detected a 2.519 second pause - cardiologs detected significant noise burden despite a visually clean signal.

Manufacturer narrative:
Review of the available information determined that the missed pause event and the patient's date of death occurred on the same date. Based on the available data, there is insufficient evidence to establish a causal relationship between the missed pause event and the patient outcome. Incorrect metrics and inconsistencies might lead the physician to delay his analysis, which may cause discomfort to the patient. The probability of medically reversible adverse health consequences is remote in the overall population and in the identified at-risk population. Serious adverse health consequences are improbable. The cl algo over detected pure noise in the events, due to the very slow rhythm with very wide qrs (might be agonal rhythm). The pure noise over detection causes any pause detected in the noisy segment to be discarded. The unusual rhythm also causes the pause detection to miss some pauses in the slowest part of the strip (with the longest pauses) regardless of the pure noise detection. An improved version of the pause detection algorithm that does not discard pauses when pause is detected was developed and is cleared for us.